Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with complaints of pocket infection. The header of the device was eroding through the skin. The system was explanted. There are no current plans to reimplant. The patient's condition was stable post procedure.

Manufacturer narrative:
(B)(4)